Event description:
Balloon burst/split horizontally. Balloon ended up being stuck in patient and vascular dr had to retrieve surgically. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4): still under investigation.